Event description:
This event was part of (B)(4): the original cas procedure was performed on (B)(6) 2012 with a spiderfx and a competitor's carotid stent. On (B)(6) 2012, pre-discharge the patient expired. The cause of death was listed as respiratory failure/chronic obstructed lung disease/chf. However, the death was adjudicated by the clinical events committee (cec) as probably related to the procedure, but not related to the spiderfx.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.